Event description:
The customer states that they are seeing an increased number of erratic ptt results being generated by the sodium and potassium assays on the architect c8000 analyzer. The customer gave an example of an initial pt sodium result of 200 mmol/l that retested at 137 mmol/l and a potassium initial result of 6.1 mmol/l that retested at 3.6 mmol/l. The customer cannot be certain whether or not suspect results were released from the lab. An abbott technical service specialist (tss) was called to the customer site. There is no impact to pt mgt reported.